Event description:
Pen jamming. Plunger will not move even after following instruction of replacing the pen needle. Dose, frequency and route used: inject 20 units with each meal. Therapy dates: (B) (6) 2008 till present -approx. Diagnosis for use: diabetes type ii.